Event description:
Event: conversion to open surgical aneurysm repair. Case detail: it was reported that the guide wire became caught on the superior hooks. Two and a half hours were spent attempting to remove the wire without success. The physician elected to abort the endo procedure and convert the pt to open surgical repair of the aneurysm.